Event description:
It was reported that a malfunction alarm occurred. There was no information available regarding the impact on the customer's blood glucose level. The customer could not access the pump, and the malfunction persisted despite attempts to restart it. As a result, the device was scheduled to be returned, and a replacement pump with a new serial number was issued.